Event description:
It was reported that the patient presented to the emergency room due to the vt storm. Upon review it was discovered that the implantable cardioverter defibrillator exhibited oversensing. It was noted that pseudo-pseudo fusion was present however, noise was present after device manipulation. No intervention was performed. It was decided to continue monitoring the patient.